Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. The provided calibration data was acceptable. The analyzer alarm trace did not contain a conspicuous event.

Event description:
There was an allegation of a questionable low hcg+beta elecsys result for one patient from the cobas e 411 rack analyzer. The initial result was estimated to be 9000-something miu/ml. The tech believed the result for this patient should be higher and repeated the sample. The repeat result with an automated x100 dilution was estimated to be 77000 miu/ml. The sample was repeated undiluted and the result was >10000 with a data flag. The sample was repeated with an automated x100 dilution again, and the result was 78000 miu/ml. The questionable result was not reported outside of the laboratory. The repeat result was believed correct. The reagent lot number was 61488805 with an expiration date of 31-jul-2023.

Manufacturer narrative:
The field service engineer was unable to determine a cause. He checked all assembly adjustments, performed preventive maintenance, and performed a system volume check. He ran performance testing and the customer performed all qc with all results within specification. The investigation is ongoing.